Event description:
The pt obtained results of 125, 175, and 195 mg/dl on the reported meter within 10 minutes of each other while having no symptoms of high or low blood glucose level. The pt went to the doctor when they felt the meter was not reading correctly, they did not recall the result obtained at the doctor's office, but stated that it was higher than normal. They were given medication; they did not know the medication name or dose. They were not given glucose at the doctor's office. A control solution test was not conducted, as the pt did not have control solution or the meter with them when they contacted lifescan. The control solution was replaced.